Event description:
It is reported that the provisional was broken during surgery.

Manufacturer narrative:
Eval summary: the returned device was reviewed and it was observed that: the core body provisional was fractured into two pieces circumstantially at approximately the relief for the captured c-clip. The provisional pieces did not fit together, indicating plastic deformation and/or small fragments which fractured along the main fracture. The body had indentations on the exterior surface at the lateral edge of the provisional nut hole, as well as on the top and bottom surfaces of the neck and taper region. It is unk how long and how frequently the device was used. The surgical notes are unavailable and the instruments used and surgical technique are unk. Based on the info and observations, the fracture of the cone body may have been due to one or a combination of the following mechanisms. The fracture was most likely due to excessive force applied with the slap hammer to disengage the body from the provisional stem during extraction. The orientation of the slap hammer may have also caused the cone body provisional to fracture, due to the line of action of the applied force. If not aligned axially, the cone body provisional may fracture along the stress raisers such as the c-clip indentation and hole. The frequency of use may have also contributed to the fracture, as autoclaving may change the material properties of the cone body provisional, making it more brittle and thus more susceptible to fracture. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.